Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that  when making an adjustment the patient was unable to feel any stimulation despite reaching maximum settings on all programs. The patient decreased stimulation down to zero and tried increasing it again with the same result and did so for all programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the patient not being able to feel any stimulation despite reaching maximum settings on all programs were undetermined. The most likely cause was said to be neuropathy. The hcp added that when the lead was placed on the opposite side, the patient could feel everything. The left lead was placed on the 05/20, right lead placed on the 06/04, both leads were removed on 06/10. Issue has been resolved.